Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a primary breast augmentation with a 475cc mentor smooth round moderate profile prosthesis (left) and an unspecified mentor smooth breast implant (right) and experienced bilateral capsular contracture (unknown grade) postoperatively. The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. The event data was estimated (B)(6) 2019 based on available information. For reporting purposes, the common device name and procode have been added and correspond to a gel breast prosthesis. This report is for the right-sided prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).